Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the right ventricular lead could not capture despite multiple positions and using different analyzer cables and connectors. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.